Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented with hypotension and shortness of breath. The rv (right ventricular) lead had dislodged, exit block occurred, and the lead showed no capture. The lv (left ventricular) lead was turned on, and the symptoms were resolved. "Burning at the device pocket" every time rv pacing was turned on was also reported by the patient. Additional information subsequently received reported, the patient was septic, with chf exacerbation and worsening renal function. The rv lead was explanted, and a temporary pacing lead was placed until the infection cleared. A new system was later implanted, and no further patient complications were reported as a result of this event.